Event description:
The customer contact reported a suspected operator error resulting in the patient receiving less medication than intended. At approximately 2000, an unspecified line of the pump was delivering heparin 25, 000u/250ml at a rate of 18ml/hr. At that same time, the pump was programmed in the concurrent mode to deliver flagyl 500mg/100ml for a duration of 30 minutes. The customer contact reported that 30 minutes after the flagyl infusion was started, the pump alarmed that the flagyl infusion was complete. The nurse entered the patient's room and noted that the line delivering the heparin indicated a rate and vtbi (volume to be infused) of "zero." At that time, the pump was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the device passed testing. The customer contact reported "I don't think this is a pump problem, I think this is an operator error." Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.